Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A technical support specialist confirmed electronic privacy information center communication (epic) and coordinated with pharmacy and customer to validate order flow, noting intermittent connection issues across facilities. Although pyxis systems were synced and the carefusion coordination engine (cce) was active, all stations remained in critical override due to epic-side issues. Service restarts temporarily resolved delays, but logs and network traces revealed no root cause. Product support engineering (pse) confirmed data publishing services were stalling and advised upgrading pyxis enterprise server to version 1.7.x or higher, as the site was using datasync 2.0. Restarting services on request remains a temporary workaround, and the customer was updated accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the epic to pyxis adt interface was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the epic to pyxis adt interface was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.